Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, blisters, dry skin, scar, drainage and an infection, underneath the sensor pod area. Prior to sensor insertion, a cavilon spray was used as a skin barrier product, and it did help minimize or prevent the skin reaction. A photo of the reported skin reaction was provided and reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scaring, or systemic involvement. The skin reaction was treated with over-the-counter topical suede cream and a prescription topical antibiotic fucidin cream. The patient was also prescribed an unspecified oral antibiotic by the gp (general practitioner). There was no documentation of further medical intervention. At the time of the report, the patient¿s irritation had resolved, and the skin is looking good now. Data was received but not investigated as data will not confirm the issue. However, a photograph was provided and reviewed. The allegation was confirmed via photographic inspection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).